Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results. While troubleshooting with siemens service, it was found that the calibration bar had not been cleaned in several months. Once the calibration bar was cleaned, the customer stated that there have been no further issues.

Event description:
The customer reported a false negative leukocyte result on the clinitek status+ when compared to the visual read of the multistix 10 sg dipstick. There was no report of injury due to this event.